Event description:
The customer contacted stryker to report their device keeps turning itself off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A third party service provider evaluated the customer's device and was able to duplicate and verify the reported issue. It was determined the device is unrepairable and should be taken out of service. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device keeps turning itself off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.